Manufacturer narrative:
Analysis of the pump, model#8637-40, serial#(B)(4), found a feedthru anomaly; shorting across the insulator. It was also determined the hybrid had a high current drain. A static current drain of 2371 ua was recorded with the hybrid still attached to the bulk head. After removal of the hybrid from the bulk head a static current drain of 3.6 ua was recorded. It was thought there was a possibility of a milling chip causing this high current drain, but it could not be determined. The hybrid was sent for further analysis and if root cause could be determined.

Manufacturer narrative:
(B)(4). Corrective actions are focused on enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump, model#8637-40, serial#(B)(4). Further analysis by product analysis laboratory (pal) was done. Pal analysis found the hybrid to be fully functional with a nominal static current drain of 3.67 a average. No physical anomalies such as solder bump extrusions or shorts were observed. Based on the physical, and likely electrical, bridging captured in rpa supplied images, the high cd observed by rpa, and field reported motor stall anomalies were consistent with an electrical short across the pumps m1 feedthrough. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluated?: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-24, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), male patient who was receiving lioresal (lot number unknown) 2000mcg/ml at 864 mcg/day (also reported as 868 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. The patient's medical history and concomitant medications were unknown. On (B)(6) 2016, the pump was alarming every 10 minutes. The patient was taken to the emergency room (ER) where the pump was interrogated. The print report showed that multiple motor stalls and recoveries occurred on (B)(6) 2016. The last stall occurred at 02:20 on (B)(6) 2016. A reset and reset - low battery occurred that same day at 05:04. The pump was also in safe state at 05:04 on (B)(6) 2016. On (B)(6) 2016, a stopped pump period may exceed tube set occurred at 02:20. The patient was sent home on oral baclofen. There were no environmental, external or patient factors that may have led or contributed to the issue. The cause of the event was unknown. On (B)(6) 2016, the patient's pump was replaced. As of 2016-05-24, the issue had resolved. The patient's status was reported as "alive - no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.